Event description:
My name is (B)(6) and I'm a patient of dexcom utilizing the dexcom g7 sensor. It is 6:26 pm eastern standard time on friday, august 9 and I just hung up with dexcom customer service in the united states. For the past four days I have been experiencing an unusual intermittent pain and burning sensation at the site of my dexcom sensor. I initially thought that the sensation may subside, however, it increased in frequency, and I called to inform dexcom customer service to see what advice they had to help me. Dexcom customer service stated that I should indeed remove the sensor. However, they stated that they could not offer me a replacement for the sensor. I am very concerned about the way I have been treated as a dexcom patient. First of all, it is highly unusual to have this type of sensation and the fact that , they told me to remove the sensor, which is costly, without offering a replacement seems like a strong disservice to me as a patient. It is not at all reflective of patient-centered care. The gentleman on the phone was very kind but his supervisor would not let him further help me and he stated he felt very bad. I would like an investigation into the matter. I don't comprehend why they wouldn't want to further understand why a patient felt such discomfort and at least help in some way. My telephone call is recorded and I appreciate you investigating this matter and following up with me. I also would like the proper resource to report this matter to the FDA. It is imperative to share this information to protect me as a patient and others who may be adversely affected. Thank you for your help in this matter. Sincere regards, (B)(6). Ref report: mw5158431.